Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient's mother reported that her daughter went into diabetic ketoacidosis (dka). Although everything initially seemed normal, the patient's blood glucose level continued to rise and exceeded 35 mmol/l (630 mg/dl). She attempted to administer multiple boluses of 2 units of insulin, but these were ineffective. The patient experienced vomiting, headache, pallor, and episodes of unconsciousness lasing several hours. She was transported to the hospital, admitted to the emergency room, and then transferred to the ICU. The patient received insulin injections of admelog (8 units) and was placed on an IV drip of admelog (along with potassium and sodium. She was hospitalized for two days.